Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, after the tissue was clamped, the device did not fire. The surgeon clamped the tissue, the green button was pressed and the handle was squeezed however the device would not fire. The surgeon opened the jaws and removed the device from the tissue with no problem. The handle and reload were replaced to resolve the issue and complete the case. There was no patient injury.